Manufacturer narrative:
Eval: results - eval of the returned unit confirmed the on/off switch is difficult to use. The pre-recorded voice message does not play - only clicking sounds can be heard when weight is removed from the sensor pad. The unit's tone plays properly and all other functional tests passed. (B)(4).

Event description:
Customer reported the on/off switch is difficult to use; the switch sometimes gets stuck in the on or off position. Customer did not provide a date when the issue was discovered. No pt incident or injury was reported.